Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
PICC nurse reported that sherlock 3cg sensor is not reading the magnet tracking correctly. The magnet tracking reportedly sometimes will show as going up into the neck or will show as coming in from the opposite shoulder but when confirmed with cxr, the PICC is placed correctly.